Manufacturer narrative:
Concomitant medical products: product ID: ddmb1d4 ICD, implanted: (B)(6) 2019; product ID: 6725 adaptor is1 pin plug, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged into the atrium. The lead appeared to be oversensing the p waves on the rv channel causing detection of ventricular fibrillation (vf) and shocks were delivered. In addition, there was double counting of r waves and possible inhibition of rv pacing. The lead triggered a lead integrity alert (lia) for sensing integrity counter (sic) and non-sustained high rate episodes and had high thresholds. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.